Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found no failure, as the software was functioning as designed. The reported issue was found to be a hardware issue. This case may be re-opened if additional information is received. Analysis of the hd drive 9734699 cd/dvd-rw sata beige (lot #: 1013946l112) found a malfunction with the cd/dvd drive. As returned, the drive sata power connection was damaged with a broken piece not allowing the cable to fully seat. Removing the broken bit allowed the connector to seat properly. The drive was able to load an exam without issue but was not able to archive. Product event summary #fusion system unresponsive when loading disc. Other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading an exam disc the software became unresponsive. The mouse cursor would move but the features in the software would not respond. User had rebooted 3 times before calling in which did not resolve. He deleted unused patient exams being stored on the system. There was no patient present.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.